Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was awoken by a battery out limit alarm. The customer changed the battery but alarm occurred again. Customer's blood glucose was low at 34 mg/dl which she treated with juice and was able to get it to 201 mg/dl. During troubleshooting, the customer tried multiple times to clear the alarm and when she finally did, the insulin pump alarmed button error. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. Unit received with intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4)